Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/05/2019. The manufacturer¿s field service engineer (fse) confirmed remotely customer is performing incoming inspections and unit is alarming co2 re-re breathing risk. The fse advised customer that exhalation port must be in circuit to avoid co2 re breathing risk alarm. The fse confirmed customer installed exhalation port and alarm subsided. The fse emailed customer the service and operational user manuals with inspection details. The manufacturer¿s field service engineer (fse) confirmed with customer via email that ventilator incoming inspections have been completed and that the current revision of the service manual assisted him with the (pm) preventive maintenance procedure.

Event description:
The customer reported a low leak (co2) rebreathing risk. There was no patient involvement.